Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, prior to conducting defibrillation threshold testing, the implantable cardioverter defibrillator (ICD) longevity estimator turned gray. The physician elected not to use the device, and a new device was implanted. No patient complications have been reported as a result of this event.